Event description:
Report #2 of 3 received of a filter leak. The customer reported that the incident occurred during home infusion of an unspecified amount of chemotherapy (adrucil). It was reported that immediately after the infusion was initiated, an unspecified amount of fluid leakage was observed at one of the filter's air vents. The infusion was immediately discontinued. There was no fluid contact with the pt. Reportedly, the incident occurred three consecutive times. The tubing set was changed, and the therapy was resumed. There was a 15-minute delay in therapy and the physician was notified. There was no reported adverse pt event. Though requested, no additional info was available.